Manufacturer narrative:
Additional information received revealed that the event date and notify date were actually (B)(6) 2014.

Manufacturer narrative:
Additional information should have been included in the initial report.

Manufacturer narrative:
(B)(4).

Event description:
Review of a returned angio video during a portion of the implant revealed that an endurant limb was seen placed into the left iliac artery. A balloon was seen inflated proximal to the stent graft and a retrograde injection was made. Contrast was seen coming across the stent graft fabric and outside the vessel. The endoleak appeared to be from a type IV endoleak. Images during the ballooning of the vessel which reportedly caused the perforation were not provided. The cause could not be determined.

Event description:
Additional information received reported that the balloon was not inflated outside of the stent graft.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient was undergoing a thoracic endovascular aneurysm repair (tevar) but they had difficult in access and an endurant was used for an endovascular conduit. The patient had a narrow access vessel, therefore, another manufacture¿s excluder leg and two endurant devices were implanted at the access route in advance. Dilation was then carried out with another manufacture¿s pta balloon. An angiogram confirmed iliac rupture, and, at the same time, systolic blood pressure dropped drastically from 90mmhg to 30mmhg. It was noted that the balloon was 10mm and was used for dilatation after the implant of the limbs. The origin of the common iliac was intentionally occluded using the balloon to stabilize the patient¿s vitals. Since it was improved, another angiography was carried out and it confirmed hemostasis of the ruptured site. The tevar was then performed as planned. The physician commented that the drop in blood pressure was caused by a type IV endoleak with the endurant. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information received reported that the ruptured vessel was the left external iliac artery. The physician reportedly intended to rupture the vessel because of the small access route. However, an unexpected type IV endoleak occurred which caused the blood pressure to drop. The endoleak was reportedly not treated, but after occlusion at the beginning of the common iliac artery it resolved. No intervention was required and the patient was fine.